Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the implant procedure of the leadless ipg, the catheter slipped/dislodgement to the hinge side when making a gooseneck. It was also reported that post device placement, patient's anemia progressed leading to cardiopulmonary arrest and the patient was moved to intensive care unit (ICU). It was reported that the bleeding was due to the impact of cardiopulmonary resuscitation.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), there was some resistance in passing the tricuspid valve. When the placement position was reached and attempted to be placed, high thresholds were noted. On the third attempt, suitable thresholds were obtained with relatively low impedance. The device was eventually placed. Post operatively, the patient was anemic and were in a state of shock. Cardiac tamponade and retroperitoneal hemorrhage were noted. Later, it was reported that the patient passed away the next day due to hemorrhagic shock.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.